Manufacturer narrative:
The gehc biomed replaced the ez change manifold. No report of patient involvement.

Event description:
The hospital reported that co2 readings were higher than expected. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was no high co2 delivered to the patient. The issue was with the calibration of the gas module. This is not a reportable malfunction. There was no high co2 delivery.